Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had whole drawer failed pockets. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets were failed and displaying duplicate return to pharmacy. A field service engineer (fse) forwarded the call to the technical support specialist (tss) to deal with the software issue and also mentioned that the issue happened after upgrading from legacy to enhanced hardware. Customer stated that the case was marked as closed, but the drawer issue was not resolved. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had whole drawer failed pockets. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.